Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the reported problem was duplicated. The returned 00mlx mlx 300w xenon lightsource is in used condition. Evaluation identified that the control board failed to display the error for fan failure, the lamp had melted plastic on the bottom, the lamp base was melted. In addition, the bezel had physical damage on the inside, the right and left side panels had physical damage, and the lamp wires had electrical damage. The power supply (ps) harness, lamp wires, bezel assembly, lamp, lamp base, control board, sensor and fan cable were replaced. Evaluation and function tests were performed and the mlx passed all tests. Additionally, the lamp fan was replaced. Root cause analysis: the reported complaint was confirmed. The issue of the fan for this 00mlx unit not working is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) fan that cools the lamp was not working, which resulted in melting of the lamp housing. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.